Event description:
It was reported that the video system center had strange pattern in the endoscopic image and cheesecloth patter with the scope on the endoscopic image side. The issue occurred during an endobronchial ultrasound procedure, which was completed using a same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The customer contacted olympus technical assistance center (tac) via phone. Troubleshooting was performed in an effort to resolve the issue. During the call, the customer was advised to review the image enhancement settings and to lower or disable the feature as needed. Tac subsequently sent an email to the customer with step-by-step instructions on how to turn off texture and color enhancement imaging. The customer was advised to change the device settings and navigated to the user presets edit menu, page four of six, then accessed basic image adjustment, page three of three, and set the brightness adjustment imaging with maintenance of contrast other series option to off. Following this adjustment, the issue was resolved. The customer informed tac of the event. The device will not be returned to olympus for evaluation.